Event description:
Medtronic received information that approximately an unknown duration post implant of the edwards surgical valve, a transcatheter valve was implanted valve-in valve due to severe stenosis. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).